Manufacturer narrative:
Event date: exact date unknown, event occurred several months ago. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 5173163.

Event description:
It was reported that the patient was not getting an adequate pain relief due to high impedances. The patient underwent an explant procedure. The explanted linear leads were not returned per facility policy.